Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: unknown, information not provided. Section e1: telephone number: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was unexpected post-op refraction of patient where the surgeon targeted at -0.25diopter for the patient but after the surgery the spherical value was -1.25, which was too myopia. The iol was explanted and replaced. The patient was satisfied with the postoperative results. There was no delay in treatment or other interventions performed. No further information was provided.